Manufacturer narrative:
Date of event: (B)(6) 2016 additional suspect medical device component involved in the event: model#: sc-2218-50 serial #: (B)(4) description:linear st lead, 50cm the explanted devices were not returned to bsn as it was discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's leads were showing high impedances. Database (db) analysis revealed high values on all contacts. The patient underwent an explant procedure. No device malfunction was suspected.